Event description:
Patient was being transferred by hoyer lifter from a chair to a bed by a certified nurses aide (cna). When the patient was moved over the bed the hoyer lifter sling [which is made of a heavy canvas cloth material] holding the patient broke, dropping the patient a short distance to the bed (causing no injury to the patient). However, the cna was struck in the face with the lift bar of the hoyer lifter, which moved as the sling broke. The cna suffered facial trauma and a loose tooth requiring surgery for the tooth. Following this incident, the sling was evaluated and appeared to break at a seam and in the middle of the strap. The sling is estimated to be four years old. It is not known what the sling's life expectancy should be, but the site is not aware of any other sling breakages in the past. The weight limit of this device is 275 pounds. The operator of the sling did not check the sling for any rips or tears prior to placing the sling on the patient. The slings are wiped in-house with a disinfectant between patients. This disinfectant does not contain bleach. It is not known if there are any manufacturer recommendations for the number of times or type of cleaning required for these slings. There were no unusual circumstances or activities surrounding this event. There are no routine inspections or scheduled maintenance on the slings.